Manufacturer narrative:
The device was returned to our manufacturing facility for analysis following our quality control procedure. Visual examination: the valve was returned with its pre-connected reservoir and a 100mm piece of catheter sutured to the valve. The ensemble is clean. Functional control: the ability of the valve to perform as intended was evaluated. Flow of air and alcohol remains possible and the ball in not stuck. In addition, the inner mechanism can rotate, both upon return and after cleaning. The inner mechanism is therefore compliant with its specifications. A measurement of the operating pressures was taken. All pressures fall within their specifications, except for the two highest, which are slightly lower than expected. The user reported a case of over-drainage. A low operating pressure can result in over-drainage. The valve was set on its highest operating pressure, with was measured as too low. The issue faced by the user is therefore confirmed.

Event description:
A (B)(6) male patient was implanted with a ventriculo-peritoneal derivation using a polaris valve with pre-attached antechamber-type reservoir. Despite adjustment of the pressure on the highest operating pressure level the physician observed signs of over-drainage on his patient. The user notes that he is not sure the issue is related to the device but chose to explant it.